Manufacturer narrative:
It is unknown if the device will be returned for evaluation. Without the return of the sample a comprehensive failure investigation cannot be performed, and a cause cannot be determined. A device history review (DHR) could not be completed due to the unknown lot number.

Event description:
On an unspecified date, the oncology kit w/12" ext set, spiros® w/red cap, clamp, graduated adapter; chemoclave® vented vial spike, 20mm; chemoclave® vented vial spike, 13mm; spiros® w/red cap which reportedly leaked, unspecified IV fluid/chemotherapy. The customer reported "that their urology department was having issues with the baxter saline bags not working for their provider as there was a patient and staff safety issue with the chemo drugs. With the meds mixed in it will cause the liquid to leak out, somehow the adapter does not fit this bag." Reportedly, the spike on ICU medical administration set was too short and not seating well enough in set administration port so that IV fluid/chemo was leaking around the administration tubing spike. No other information is available.